Event description:
A 50 year old white gravida 2, para 2 female; status post bilateral subglandular inframammary gels (unk type/size/MFR - no records) placed for augmentation in 1970. Other than encapsulation which was treated unsuccessfully with 2 early closed capsulectomies, she denies history of problems. Recently they have become harder and more painful, right > left; and the right has become distorted. She denies a decrease in size. In addition, she has developed some mild systemic complaints for a few years, mostly progressive. These include: arthralgias (positive am stiffness), paresthesias, spasms, fatigue, sleep disturbances, headaches, depression, hair thinning, cough, chest pain, increased cholesterol, and gastro-urological complaints. Pt is otherwise healthy.